Manufacturer narrative:
Qn#(B)(4). One (1) sample return for investigation but only part of shaft till tip end was return. Visual inspection conducted and showed that there was no sign of kinking, clamp mark or collapse lumen observed throughout the returned shaft. However, the sample received is incomplete and the balloon was already cut. Inflation and deflation test cannot be conducted as returned sample is incomplete (without funnel) and the balloon is already cut. Only monofilament can be inserted to check on the blockage inside the lumen which could possibility caused the non-deflation. Upon insertion of monofilament, there is no blockage found as the monofilament can go through the inflation lumen without any obstacle. The device history record for lot 40a23j1419 was reviewed and no issue that could have contributed to the reported failure was noted. The device was manufactured according to release specification. Based on investigation, the returned sample is incomplete (partial shaft return and balloon already cut). However, insertion of monofilament into the lumen show no blockage on the inflation lumen part. 100% inspection are conducted for inflation and deflation test prior to device packaging. Thus, any defective product will be culled out during inspection. Therefore, this complaint cannot be verified.

Event description:
It was reported " patient was due for removal of foley's catheter by dr., after several attempts made to deflate balloon of catheter, only 1 cc sterile water obtained, 2 cc remained inside, dr. Could not remove the catheter. Referred to interventional radiologist for suprapubic deflation of foley's catheter balloon under la. Patient sent to radiology dept for ultrasound guided cbd balloon deflation. By doctor suprapubically under asepsis (la xylocaine 2% administered at insertion site) foley's catheter removed". The customer also states no change in condition (child remained active. Able to void post removal of catheter".

Event description:
It was reported " patient was due for removal of foley's catheter by dr. , after several attempts made to deflate balloon of catheter, only 1 cc sterile water obtained, 2 cc remained inside, dr. Could not remove the catheter. Referred to interventional radiologist for suprapubic deflation of foley's catheter balloon under patient sent to radiology dept for ultrasound guided cbd balloon deflation. By doctor suprapubically under asepsis (la xylocaine 2% administered at insertion site) foley's catheter removed". The customer also states no change in condition (child remained active. Able to void post removal of catheter".

Manufacturer narrative:
(B)(4).